Event description:
It was reported that during a percutaneous transluminal angioplasty/stent procedure, a dissection was caused by another company's cutting balloon catheter necessitating the placement of another company's stent. A side branch was jailed by the stent. The elipse was then used to treat the side branch through the stent, contrary to the instructions for use. Removal of the elipse resulted in separation of the balloon catheter in the side branch. A retrieval attempt was unsuccessful. The vessel occluded and flow could not be restored. An intra-aortic balloon pump was placed and the procedure ended. The patient experienced angina and elevated st segments during the procedure.